Event description:
The customer reported that they were unable to hear the alarms at the current volume of four, until they increased the volume to eight. However, there was a speaker malfunction inop still present. There was no adverse event or patient harm reported.